Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating the customer noticed a 12% difference between the measured flow rate and the actual flow rate of the smiths medical cadd cassette reservoirs. There was no patient injury due to the reported event.

Manufacturer narrative:
Device evaluation: returned sample consist in one (1) cassette product from p/n 21-7302-24 and l/n unknown. The sample was received in used condition. During visual inspection it was noted that the pump tube was flat, also the ay bag was bend in neck and pulled down. During accuracy testing the sample was connected to the cadd legacy plus to look for unusual function; no discrepancies were detected; the accuracy test was successfully failed.the customer reported condition was confirmed. The most probable root cause is during the bag loading operation the pump tube was not properly assembled, the pump tube was stretched. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.